Manufacturer narrative:
Lot number, UDI information, expiration date, manufacture date are unknown, no information has been provided to date. Device evaluation: one unit and three photos were returned for investigation. Three pictures were attached and reviewed. Photo one shows a breathing circuit and bag of part number c37101330-nlj and unknown lot. Photos two and three shows a close-up of the tube's distal ends where a tear damage is visible. Upon physical inspection, it was found that the complained issue could be duplicated. The circuit did not pass, and leakage was detected in the tube due to the tier damage. The reported failure mode reported is confirmed. The root cause is to be determined that the screw and barrel wear on the flights, a condition that affects directly to the internal process due worn flights on the screw. Actions were taken to escalate and replicate the complained issue for potential causes to identify. A DHR is unable to be completed as no lot number was provided.

Event description:
It was reported that during the pre-use check, leakage of air from the product was observed. No patient involvement.